Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a history/settings (history/settings issue) issue. The reporter stated that the user¿s blood glucose (bg) readings were above 250 mg/dl; however, the readings did not exceed 500 mg/dl. There were no reported symptoms associated with hyperglycemia, nor was there a report of positive ketones. The alleged bg excursion does not meet animas criteria for a serious injury and is therefore not reportable as an adverse event. This complaint is being reported because an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 03/30/2017 device evaluation: the device has been returned and evaluated by product analysis on 03/08/2017 with the following findings: during investigation, the black box showed an occlusion alarm. The alarm was confirmed 5 times. A pump reboots then occurred. The pump was powered back on and the deliveries resumed. An unexplained loss of prime occurred and the deliveries never resumed. The pump was exercised for 24 hours with a 1.0 u/hr basal rate and at the end of testing, the basal history correctly showed a 1.0 u and the total daily dose showed as 24.0 u. There were no errors, alarms or warnings during testing. The original complaint was unable to be duplicated. (B)(4).